Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. The patient had minimum activity. Also, it was noted that no photos of the complaint device are available.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the ultrathane mac-loc locking loop multipurpose drainage catheter detached at the hub. The catheter was required for a nephrostomy to drain urine and was attached to connection tubing and a drainage bag. The fitting was securely attached at first inspection. The patient left the facility after the device was placed. It was then discovered that the catheter separated at the hub. The catheter was removed and successfully replaced with a like device no other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook medical performed an expanded sales over three years prior to the date cook was informed (27nov2020 ¿ 27nov2023). A review of the sales records identified a total of 7 lots. Unfortunately, cook could not sufficiently narrow down the lot number and the device history record could not be reviewed. To date, a review of these confirmed lots revealed no other complaints on these lots. Cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] states the following in relation to the reported failure mode: "precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. " the information provided upon review of the dmr and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of the investigation, the cause of this event was traced to component failure, without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. E1 - customer (person): phone: (B)(6). G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the ultrathane mac-loc locking loop multipurpose drainage catheter detached at the hub. The catheter was required for a nephrostomy to drain urine and was attached to connection tubing and a drainage bag. The fitting was securely attached at first inspection. The patient left the facility after the device was placed. It was then discovered that the catheter separated at the hub. The catheter was removed and successfully replaced with a like device no other adverse effects were reported for this incident.